Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis with the helix retracted and covered with blood/tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported, that the patient presented to the clinic. And fluoroscopy was performed, revealing the right atrial (ra) lead dislodgement. No electrical anomalies were noted. The ra lead was explanted and replaced. There were no adverse health consequences. The patient was stable.